Event description:
The pump was returned for investigation. Investigation revealed a display failure and contamination under key contacts. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the display screen was found to be dim and discolored. Additionally, evidence of contamination was found under the contrast and up arrow key contacts. The keypad cover had been returned peeling. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).